Manufacturer narrative:
No patients involved. The customer reported on (B)(6) 2019 that a field service engineer (fse) received an injury while working on their au5800 clinical chemistry analyser (serial no: (B)(4)). The fse accidentally punctured their left index finger with the instrument sample probe. They sought medical attention and attended a doctor per established protocol. There were no days of work lost due to this incident. Proper ppe (personal protective equipment) was been worn when this incident occurred. The injury occurred while the fse was performing preventative maintenance on the instrument. The failure mode is accidental injury. The beckman coulter internal identifier for this event is case (B)(4).

Event description:
The customer reported on (B)(6) 2019 that a field service engineer (fse) received an injury while working on their au5800 clinical chemistry analyser (serial no: (B)(4)). The fse accidentally punctured their left index finger with the instrument sample probe. They sought medical attention and attended a doctor per established protocol. There were no days of work lost due to this incident. Proper ppe (personal protective equipment) was been worn when this incident occurred.